Event description:
Head trial was dropped into surgical site displacing posteriorly. Retrieving head trial added 1+ hours to surgery. It was stated that the patient may have small hematoma.

Manufacturer narrative:
Retrieved head trial had o ring intact. This indicates user error.